Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion failed" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor reading. The downstream sensor is required to be calibrated to address this issue. Additionally, evaluation observed the direction of flow label shim missing. Case shimming is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing in the biomedical service department. There was no patient involvement. No additional information is available.